Event description:
During endo sinus drilling, nine drills broke: five of the high speed tapered diamond burr 4mm 70 degree (ref # 1883672hs). Two of the high speed rad frontal fine sse burr 3mm 40 degree (ref # 1883070hs). Two of the high speed tapered diamond choanal 4mm 15 degree (ref # 1883673hs). Additional devices were obtained and the procedure was completed without further incident.

Event description:
During endo sinus drilling, nine drills broke: five of the high speed tapered diamond burr 4mm 70 degree (ref#1883672hs). Two of the high speed rad frontal fine sse burr 3mm 40 degree (ref#1883070hs). Two of the high speed tapered diamond choanal 4mm 15 degree (ref#1883673hs). Additional devices were obtained and the procedure was completed without further incident.